Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres, the balloon did not inflate. A contrast was injected confirming the balloon ruptured. The device was completely removed and the prcedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2 : age at time of event - 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 15mm form the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres, the balloon did not inflate. A contrast was injected confirming the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.